Manufacturer narrative:
E1 (initial reporter establishment name): (B)(6). The device was returned to olympus for in spection, and the reported malfunction was confirmed. The following reportable malfunction was identified during device evaluation: acoustic lens is damaged. (Damage level; reach to the glue-layer). Based on the investigation, the reported malfunction was caused by a crack in the ultrasonic probe, resulting in a loss of watertight integrity. The acoustic lens was also found to be damaged, with the damage extending to the adhesive layer. The root cause of both the reported malfunction and the damage identified during evaluation was determined to be component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported ultrasound probe head was broken during inspection for use involving an olympus ultrasound gastrovideoscope. There were no reports of patient involvement.